Event description:
Pt admitted for left knee revision. 6 mo "pta", pt experienced "pop" in left knee. Symptoms continued with pain and swelling. X-rays of 10/6/99 revealed a metal piece on lateral side of knee joint; space of left knee joint appears to be migrating forward. At or large amount of fluid in joint-cultures taken. No growth at 3 days. Extensive synovectomy left knee also done. Implant originally placed in at another hospital.